Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) due to high battery impedance. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Eri due to high battery impedance was recorded on (B)(6) 2014, prior to explant. Ramware version 8 was installed on 08-feb-2011. High battery impedance leading to eri. (B)(4).